Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 3889-28, lot# va128dt, implanted: (B)(6) 2016, product type: lead.

Event description:
A healthcare professional (hcp) reported via a manufacturer representative (rep) the patient had ineffective relief from the device. The patient had been reprogrammed. It was unknown if there were any environmental, external, or patient factors that led to the issue. The patient has an explant date scheduled for (B)(6). The patient is implanted for gastrointestinal/pelvic and urinary dy sfunction.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.